Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a cysto ureteroscopy procedure with laser and basket stone retrieval in the patients' left ureter on (B)(6) 2011. (Patient weight unknown). According to the complainant, during the cysto ureteroscopy procedure it was reported that the stone was "very hard" and was segmented using laser lithotripsy. The basket was used to retrieve the stone fragments. One of the fragments was large and was unable to be disengaged from the basket. The basket was cut and the patient was sent to recovery. That same day, a second surgical procedure (laparotomy) was performed to remove the basket and stone fragment and a stent was implanted. The patient was admitted to ICU for further observation in "stable" condition. The patient's right kidney was not functioning due to the presence of a staghorn calculus and was reported to be unrelated to the event in the left ureter. On (B)(6) 2011 the patient was reported to be doing "fine".

Manufacturer narrative:
Analysis of the returned escape nitinol retrieval basket fragment revealed the basket was cut. The distal end of the wire sub-assembly was returned. The basket was bent, and the proximal end of the fragment was bent and appeared to be cut. Entrapment is listed as an adverse event within the dfu. The most probable root cause for this event is determined to be anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a cysto ureteroscopy procedure with laser and basket stone retrieval in the patient's left ureter on (B)(6) 2011. (Patient weight unknown). According to the complainant, during the cysto ureteroscopy procedure it was reported that the stone was "very hard" and was segmented using laser lithotripsy. The basket was used to retrieve the stone fragments. One of the fragments was large and was unable to be disengaged from the basket. The basket was cut and the patient was sent to recovery. That same day, a second surgical procedure (laparotomy) was performed to remove the basket and stone fragment and a stent was implanted. The patient was admitted to ICU for further observation in "stable" condition. The patient's right kidney was not functioning due to the presence of a staghorn calculus and was reported to be unrelated to the event in the left ureter. On (B)(6) 2011 the patient was reported to be doing "fine."

Manufacturer narrative:
Was: adverse event, changed to: reported issue is both an adverse event and a product problem. Changed to: required intervention.

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a cysto ureteroscopy procedure with laser and basket stone retrieval in the patients' left ureter on (B)(6) 2011. (Patient weight unknown) according to the complainant, during the cysto ureteroscopy procedure, it was reported that the stone was "very hard" and was segmented using laser lithotripsy. The basket was used to retrieve the stone fragments. One of the fragments was large and was unable to be disengaged from the basket. The basket was cut and the patient was sent to recovery. That same day, a second surgical procedure (laparotomy) was performed to remove the basket and stone fragment and a stent was implanted. The patient was admitted to ICU for further observation in "stable" condition. The patient's right kidney was not functioning due to the presence of a staghorn calculus and was reported to be unrelated to the event in the left ureter. On (B)(6) 2011, the patient was reported to be doing "fine."